Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to the information received, the air gas module was found to be defective. The defective part was not returned for investigation despite the request. Additional information has been requested but has not yet been received.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large', pressure transducer test, safety valve test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).